Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical trial. Same case as MFR report #: 6000093-2007-00213. It was reported that the patient expired 460 days following a coronary artery drug eluting stenting treatment procedure. The index procedure identified and treated two target lesions. Target lesion one was a de novo, 95% stenosed, 3.3x20mm lesion of the proximal lad (left anterior descending) and was treated with predilation and placement of a 3.0x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. Target lesion two was a de novo, 90% stenosed, 3.9x20mm lesion of the proximal rca (right coronary artery) and was treated with predilation and placement of a 3.5x24mm taxus express2 drug eluting stent resulting in 0% residual stenosis. The patient was discharged on asa and plavix the following day. The patient expired due to an intracranial bleed 460 days following the index procedure. The patient presented to the emergency room ten days prior to death with a headache with associated nausea. The headache got progressively worse and he became confused and quite dizzy. The patient reportedly had chronic atrial fibrillation and was on coumadin. A CT of the head showed significant amounts of bilateral subarachnoid hemorrhage on the right side involving the sylvian tissue and intraventricular hemorrhage of significance. It was noted that this combination is usually an anterior communicating artery aneurysm. The patient was placed on sodium nitroprusside to bring down his blood pressure and was admitted to intensive care. The patient did well and was transferred out of the intensive care unit the next day. One day following discharge from ICU, the patient's wife noted that he had become increasingly lethargic and by the next day, he was so lethargic he had trouble staying awake and could not eat or drink for himself. By the afternoon, he would barely wake up and was paralyzed on his left side. He was transferred back to the ICU. A CT of the head showed improvement in the subarachnoid hemorrhage. An angiography of the right carotid, left carotid, and vertebral artery was performed 5 days prior to death and there was no evidence seen for aneurysm, spasm, or av malformation on any of the injections. There was tight stenosis of the proximal left carotid artery. There was approx 50% stenosis of the distal left vertebral artery near the base of the brain. Eeg four days prior to death showed moderate diffuse slowing of background activity, suggestive of underlying encephalopathy. CT two days before death showed that the subarachnoid hemorrhage appeared to have totally resolved. The patient was recovering until he experienced increased pulse rate and increased work at respiration. Intubation was required and the patient became poorly responsive. The patient's prognosis was poor and his family requested the patient to be extubated and he subsequently expired. It was reported that the patient was on the following medications at the time of this event: reversed patient anticoagulation with vitamin k and fresh frozen plasma, decadron, dilantin, digoxin, synthroid IV, nipride, apresoline, nu-metop, low-dose mannitol, morphine, prednisone, and unasyn. It was reported that the intracranial bleed was secondary to subarachnoid hemorrhage.